Event description:
The patient underwent mediport removal, and at the time of surgery, the surgeon confirmed removal of the mediport and intact catheter, which were sent for gross pathology examination. Approximately one month later, during preparation for an axillary dissection, a palpable mass was noted in the right chest wall. Surgical excision revealed a retained connector from the mediport system, which is typically attached to the mediport and catheter and not expected to remain as a separate piece after removal. The connector was sent for pathology, and a small incision was made over the previous mediport scar to remove it. The incident indicates incomplete removal of the entire mediport system during the initial procedure.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported catheter connector detachment and separation issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b5, g3, h1, h6 (patient, device, component, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent mediport removal, and at the time of surgery, the surgeon confirmed removal of the mediport and intact catheter, which were sent for gross pathology examination. Approximately one month later, during preparation for an axillary dissection, a palpable mass was noted in the right chest wall. Surgical excision revealed a retained connector from the mediport system, which is typically attached to the mediport and catheter and not expected to remain as a separate piece after removal. The connector was sent for pathology, and a small incision was made over the previous mediport scar to remove it. The incident indicates incomplete removal of the entire mediport system during the initial procedure. However, the current status of the patient is unknown.